Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor, a leaking battery was detected. The electrolyte corroded the silicone sleeve of the battery. The damage to the rechargeable battery was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
Service repair discovered a rondo 2 audio processor with a broken housing and a leaking battery. There has been no report from the field of any patient contact to battery chemistry or injury.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Service _ repair discovered a rondo 2 audio processor with a broken housing and a leaking battery. There has been no report from the field of any patient contact to battery chemistry or injury.